Event description:
It was reported that: "information obtained from data listing obtained from an investigator sponsored study deliverable. Not indicates, "reop insert (B)(6) 2008."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.